Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 6944 implantable tachy lead 2012-(B)(6). (B)(4).

Event description:
It was reported that the device implanted sub-muscular had migrated to under the patient¿s armpit and had moved the right ventricular (rv) lead. The right ventricular (rv) lead sensing had decreased (2.5-3.5 millivolts) and x-ray showed the rv lead was dislodged. Also the rv lead threshold was not measurable and had been high in the past, however during the pre-operative check the threshold was 2.5 volts at 1.0 millisecond. It was noted that the patient is a body builder. The device and rv lead were both explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.